Event description:
Procedure type: inguinal hernia repair. According to the reporter: during the case, the balloon from the oval peritoneal distention balloon and inflation bulb separated from the trocar while inside the patient. The device was completely removed from the cavity. A new device was opened to complete the case.

Manufacturer narrative:
(B)(4).